Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive. The reporter stated that battery was reinserted, and the pump was stuck on verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the up arrow keypad button was found to be intermittently unresponsive; the down arrow, ok and contrast keypad buttons responded appropriately. The up arrow key contact was observed to be inverted. There was evidence of contamination found under up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a battery compartment crack. The pump case was opened and there was no evidence of moisture observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.